Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241 ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 2026095-2019-00007 for the first event. Refer to 2026095-2019-00009 for the third event. I was reported the homepump c-series was running faster than the expected 46-hour infusion. The device had been infusing close to 24-hours. The flow controller was attached to the patient's skin and the line was run under the patient's clothes. The pump position was below the catheter site. The pumps were being filled with 5fu and normal saline (ns), and being compounded and connected within 2-hours. The patients were reported to have been educated to not squeeze the pump. No additional information was provided.

Manufacturer narrative:
The device history record for the reported lot number, 0203078951, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 28-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.